Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft broke. The physician was placing a 2.50x24mm taxus express2 drug eluting stent in the 1st diagonal coronary artery when the shaft broke outside of the pt. The catheter was removed and the procedure was completed with placement of a different device. There were no pt complications and the pt is ok.